Manufacturer narrative:
An event of movement disorder, fainting, tachycardia, a fib one year after amulet implant was reported. Also reported that the patient was hypotensive and there was a small or moderate pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be determined. The reported syncope, movement disorder, tachycardia, atrial fibrillation and hypotension appears to be a cascading effect of pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention was result of medication administered, and cardiac heart catheterization was conducted to confirm tamponade and pericardiocentesis was performed. The patient required prolonged hospitalization due to this event. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 30mm, laa orifice width at widest point was 36mm. The shape of the appendage was chicken wing. During procedure, the left atrial pressure was 17mmhg and atrial rhythm recorded was sinus bradycardia. The activated clotting levels (act) were 132s-333s and heparin was administered. The amulet was successfully implanted. On (B)(6) 2025, it was reported that the patient had orthostatic dizziness in the last 2-3 weeks. The patient had an appointment and a computed tomography (CT) scan was conducted. The patient felt presyncopal and CT showed hemopericardium. The patient was hypotensive and tachycardiac with systolic blood pressure (sbp) of 90mmhg and heart rate of 120 bpm and in atrial fibrillation (afib). The patient received 2liter of intravenous fluid (IV) and resuscitated with norepinephrine. An emergent echocardiogram (ECG) showed small to moderate pericardial effusion (pe) and there was no right ventricle (rv) and right atrium (ra) collapse. But there was accentuated respiratory variation of the mitral inflow doppler, suggestive of early stage of cardiac tamponade. A cardiac heart catheterization was conducted to confirm the tamponade. A pericardiocentesis was performed and a 250cc of blood was aspirated from the pericardial space. The etiology of hemopericardium is unclear. The patient required prolonged hospitalization due to this event.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.